Event description:
It was reported that a blood-like substance was leaking from the dual trigger area of the handpiece. It is unknown if there was patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.